Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited a spike in the impedance measurements and the physician elected to revise the lead. During the procedure the patient anatomy did not allow the exchange to be completed. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this lead experience an spike in the lead impedance when the patient raises his arm, the lead is fracture and it's also exhibiting noise. As a result a surgical intervention was performed to replaced the lead but it was not successful due to the patient anatomy. No more actions will be taken since the patient is currently in hospice. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient is currently in hospice so no action will be taken. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that this right ventricular (rv) lead exhibited a spike in the impedance measurements and the physician elected to revise the lead. During the procedure the patient anatomy did not allow the change to be completed. This lead is still active, the device was reprogramed and the lead is just being used as backup pacing if needed . No current plant to replace the lead due to the patient age. No additional adverse patient effects were reported.